Event description:
After the beginning of second trimester of pregnancy, could no longer wear face coverings of any kind for a period of more than 5 minutes. If I do, I get extremely dizzy, lightheaded and find it hard to breathe, almost the point of unconsciousness. FDA safety report ID# (B)(4).